Event description:
It was reported that a lead integrity alert was triggered for the right ventricular lead due to oversensing. The lead was suspected to be fractured. The impedance was noted to be stable. Isometrics and pocket manipulation were not able to illicit noise. Reprogramming was performed to turn detections off until the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drm ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Rv lead integrity warning occurred on (B)(6) 2014 for sic greater than 30 in 3 days and high rate nst intervals. Beginning (B)(6) 2014, sensing integrity counts up to 117; non-sustained episodes with evidence of non-physiologic lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.